Event description:
It was reported that the customer experienced a blood glucose (bg) level over 600 mg/dl, cause was unknown. Customer gave a bolus via the pump to address bg level and went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin and release from the hospital 4 days later on (B)(6) 2024 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.